Manufacturer narrative:
Product complaint #: (B)(4). Additional evaluation summary: it was received for analysis eight unopened samples of product code sxpp1a400, lot mmk940. During the visual inspection of the samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed using and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was found and the tested samples met the finished goods requirements.

Event description:
It was reported that a patient underwent a hysteromyomectomy procedure on (B)(6) 2019 and suture was used. It was reported that the suture was broken during the procedure. Changed another one to complete surgery. There was no adverse patient consequences reported. No additional information was available.